Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was relocated resolving the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site was located at the patient's beltline causing discomfort. As such, the patient will undergo surgical intervention to address the issue.